Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's friend reported via phone call on behalf of her and stated that customer was hospitalized 2-3 weeks ago and blood glucose was high of 1200 mg/dl. The current blood glucose is 600 mg/dl. The customer treated their high blood glucose with insulin pump and insulin drip. The customer was wearing insulin pump during hospitalization. Based on customer report customer does not allege pump was under delivering. It was also reported that after customer put insulin pump back on their blood glucose went down to 93 mg/dl. The insulin pump will not be returned for analysis.